Manufacturer narrative:
Evaluation summary: the returned device was submitted to the (B)(4) testing; results indicate leaflets opened and closed fully, good leaflet coaptation, and minimal leakage. Testing demonstrates that the total regurgitant fraction (trf) from the pulsatile test is 2.7%, which is more than five times lower than the 15% maximum allowed for this size valve per (B)(4). It is not expected that such a low level of regurgitation would be associated with moderate aortic insufficiency. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As no echocardiography was provided, the behavior of the valve and reported insufficiency observed in vivo could not be confirmed or evaluated. Based on the investigation, the report of "slower leaflet" and insufficiency could not be duplicated, and no conclusive root cause of this explant can be determined. Device evaluation, records review, and testing indicate no device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards' arotic bioprosthetic valve was explanted after 8 days of implant duration. Per the initial report, the patient's 1st operation was on (B)(6) 2011 and the 25mm magna ease was implanted with success. The echo taken after the implant was fine; however the echo performed the following week indicated moderate ai was present. Three different cardiologists all reviewed the case and agreed that the ai was present and resulting from 1 leaflet being slower to close than the other two. Ultimately the atrial fibrillation the patient was experiencing is why another surgery was performed. On (B)(6) 2011, original the 25mm magna ease was explanted and the exact same model number/size was implanted in the patient. Upon explant, the first valve (subject valve) was examined and appeared "normal". The received operative report indicates that a week after aortic valve replacement with an edwards valve, patient underwent redo replacement of the aortic valve with same model/size edwards' valve, due to moderate aortic intervalvular insufficiency. The (B)(6) 2011 implant post-op echo indicates valve is functioning properly. Notes indicate moderate aortic insufficiency from left cusp by echo; however, direct inspection of the valve revealed normal appearing leaflets. Patient was also diagnosed with severe left ventricular hypertrophy, atrial fibrillation. At the end of surgery, patient was taken to ICU in stable condition.

Manufacturer narrative:
Device (B)(4) leaflet mobility. Method (B)(4) x-ray. Evaluation summary: blue suture thread was detected in the sewing ring of the received valve. Suture holes were also evident through the entire sewing ring. Wireform to band separation was noted in the x-ray, most likely due to explant. Upon examination, no inconsistencies were detected in the leaflets as they are intact and flexible. No inconsistencies detected in the x-ray as the wireform was intact. Additional manufacturer narrative: as the serial number was not provided and could not be traced, the device history record review could not be completed at this time. The echocardiography has not been provided, therefore, the performance of the valve in vivo could not be examined or confirmed. Device evaluation indicates no inconsistencies with the explanted valve, as all leaflets were flexible and coapting. Therefore, per the available information, the root cause of the reported aortic insufficiency that led to this explant cannot be conclusively determined.